Event description:
The pt provided info to the manufacturer via pt survey. The pt reported that in (B)(6) 2004 the "right-side electronics" was replaced due to a broken lead. No other info regarding symptoms or the exact date of onset was provided by the pt. The device reportedly was explanted after approx 18 months implant duration, but was not returned to the manufacturer for analysis. Additional info has been requested from the physician. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).